Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was in a power on reset condition (por). While recharging their device, it was stated the pt "accidently hit buttons" on the recharger and got to a "timer screen." The pt was able to exit out from this screen, but the pt's unit then showed a por warning screen. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.